Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s high blood glucose was 250 mg/dl at the time of incident and other blood glucose was 240 mg/dl, 300 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that customer did not allege insulin pump was under delivering. The customer was treated with insulin pump. The insulin pump will not be returned for analysis.